Event description:
The rptr did meter to hcp meter comparison tests, within 5 minutes. Meter reading was 87 mg/dl, and the hcp meter reading was 119 mg/dl. Rptr did not have any symptoms. No harm was alleged.